Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors jaws were not opening and closing properly. Upon further inspection the instrument cable snapped. No foreign material was found in patient. The procedure proceeded with a new instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.